Event description:
On (B)(6) 2015, a dentist reported the case of a (B)(6) female patient who required endodontic treatment on tooth #18. This tooth had an onlay made from 3m espe lava ultimate cad/cam restorative for cerec which was seated on (B)(6) 2012. Prior to seating the lava ultimate onlay, the tooth had a large restoration with decay beneath it. The tooth became sensitive and received the root canal treatment on (B)(6) 2013.